Event description:
During the post-implant follow up on (B)(6) 2013, inconsistencies between the statistic counters and detailed memory data were observed; a duration of 3 minutes 53 seconds was observed for the mode switch duration in the statistic counter, while a mode switch episode of 5 minutes 36 seconds was recorded in memory data. In addition, an episode with atrial oversensing was observed. An explanation is requested.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.